Event description:
Needle had broken in her abdomen [medical device complication]. "Needle had broken in the abdomen", concerns a female pt (age unk) who uses novofinn needles due to diabetes mellitus (type and duration unk). Reportedly, the pt has been treated with insulin for more than 20 years. In 2006 at 6:45 a.m. The pt discovered that the needle had broken in her abdomen after her husband had injected her with novolin 30r (dual-acting human insulin). She attended the hosp and had an x-ray performed, which revealed the broken needle. She was instructed that the needle was very thin and should not be removed right now. The pt was instructed to have an x-ray performed in 3-6 months and depending on the x-ray results it would be decided whether or not the needle should be surgically removed. The pt reportedly changed to a new needle twice a month or when she felt pain in the injection site. Recently, she had changed needles every 3-4 days since the batch in question caused more pain. She suspected the quality of the needle and has sent a neelde, with the same batch number as the broken one, for analysis. The pt has not recovered yet.